Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor. Performed continuity resistance testing and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor had triggered the threshold suspend when customer's blood glucose was 285 mg/dl and sensor glucose was 40 mg/dl. Customer reported the sensor alarmed a change sensor alarm on the first day of use. Customer was advised the sensors will be replaced. Customer agreed to return the sensors for analysis.